Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The allegation was confirmed as the power level has been gradually increasing over time, consistent with degradation of low voltage capacitors due to buildup of hydrogen in the device case. Basing on the visual inspection noted a cut approximately 670 milli meter in the outer insulation through the lumens with fractured coils that was likely due to induced damage during the surgery procedure. Moreover, the observed damage is not deemed to indicate a product defect or malfunction. Also, the memory log and found that while implanted the device did not record a code 1003 message. No other suspicious faults or resets were noted.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting prematurely. Device replacement was recommended. Subsequently, this device was explanted, replaced and to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting prematurely. Device replacement was recommended. Subsequently, this device was explanted, replaced and to be returned for analysis. No additional adverse patient effects were reported.